Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
The lab eval confirmed a broken adapter bracket. Ross standard procedure includes attempting to obtain all required information from the source.